Event description:
The facility reported that the device overinfused during pt use with no pt injury or medical intervention required. The medication involved was ivig adn the event occurred between 10 am and 3:30 pm. The facility had no add'l info.